Event description:
The customer initially called to report no delivery alarms on the insulin pump. The customer then stated she was hospitalized for low blood glucose levels. Prior to the hospitalization, the customer was confused and was shaking due to the low blood glucose levels. In addition, the customer stated that the basal rates were set too high on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.